Event description:
Wife reports that her husband had wrapped his wrist with the product on (B)(6). It was on for about 4-6 hours and it was bothering him, itchy. When he took off the wrap, his skin where the wrap touched, was red and very itchy. Has washed with soap and water, but didn't help, it is now pink in color, but still itchy. Has not applied anything to it. (B)(6) called in. They had to take him in yesterday (B)(6), to see a doctor, as the itching was getting worse. Doctor advised them that the reaction appears to have spread and is now in the blood stream as well. The doctor gave (B)(6) a cortisone shot to help. (B)(6) is concerned with the expenses from this visit and the mileage (125 miles roundtrip). She is also wondering what is in this bandage that could have caused this.

Manufacturer narrative:
Method: product was not returned to the manufacturer. Results: product was not returned for evaluation. Conclusions: no conclusion can be drawn.